Event description:
It was reported that an unknown cook catheter dislodged from a patient. The device was placed for use as a nephrostomy. The day after placement, the patient woke up from sleeping in a chair, and the catheter had fallen out. The line was not tugged or pulled on. As a result, an additional procedure was required to replace the catheter which caused the patient pain. The patient also reports that the "wire" thread on the "connector" of the catheter is visible and poking the skin and causing pain. The "connector" is reportedly too large, uncomfortable, and pokes the patient in the side, which affects the patient's ability to sit or lay down. A provided photo shows a catheter hub and the locking suture.

Manufacturer narrative:
D- suspect medical device: the exact identity of the device is unknown. Product codes and PMA/510(k) selected based on provided photo of device. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - procode: additional product codes: gbo, lje. E3 - occupation: patient. G4 ¿ PMA/510(k) #: k173035. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 25 mar 2025, the patient indicated that they had the complaint device available for return to the manufacturer; however, is unsure of the timeline for return. As of (B)(6) 2025, the patient reported that the device had been misplaced. On (B)(6) 2025 the patient indicated that they would continue to look for the device to return for investigation.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: d9, h3. H3 - device evaluated by mfg?: device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Correction: d9 and h3. Investigation ¿ evaluation. It was reported by a patient that an unknown cook catheter dislodged. The device was placed for use as a nephrostomy. The day after placement, the patient woke up from sleeping in a chair, and the catheter had fallen out. The line was not tugged or pulled on. As a result, an additional procedure was required to replace the catheter which caused the patient pain. The patient also reports that the "wire" thread on the "connector" of the catheter is visible and poking the skin and causing pain. The "connector" is reportedly too large, uncomfortable, and pokes the patient in the side, which affects the patient's ability to sit or lay down. The provided photo shows a catheter hub and the locking suture. No other adverse events were reported due to this occurrence. Reviews of the documentation, including the device history record (DHR), quality control procedures, and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient/insufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: precautions: catheters should be irrigated on a routine basis to ensure function. Patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. Traction on the locking suture, if present should be sufficient to ensure adequate retention of the tip, but should note overly tight. Verify catheter tip configuration by fluoroscopy. For mac-loc locking loop mechanism: c. Trim off the excess drawstring (fig. 3). Unlock catheter loop: while stabilizing the mac-loc catheter hub assembly with one hand, position a small, blunt object (approximately the shape and size of a ballpoint pen or small forceps) into the mac-loc release notch. Pry upward until the locking cam lever is free. Note: for catheter exchange, advance the distal end of a wire guide into the locked loop configuration of the catheter before unlocking the mac-lock assembly. Release the mac-loc as described above. Advance the wire guide through the catheter end hole. Catheter exchange can now be performed. Based on the available information, no product returned, and the results of the investigation, a definitive root cause was unable to be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.